Event description:
It was reported, the endoscopic reprocessor had an error e002, the water supply gauges read very low when the water valve was active. There were no reports of patient/user harm.

Manufacturer narrative:
The customer replaced the external water filters but the water pressure still very low. They contacted engineering and was advised to open the regulator. The pressure became a little better but still was not optimal. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): ¿the water supply quantity at water supply/circulation nozzle on the reprocessing basin should be 6 liters per minute (1.6 gallon per minute) or more when the water faucet is fully open. The recommended water supply quantity is 18 liters per minute (4.8 gallons per minute) or more. The water supply pressure should be between 0.1 and 0.5 mpa (include water hammer)." Olympus will continue to monitor field performance for this device.